Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 525cc saline breast implants which the left side deflated after implantation. Patient noticed difference in size and doctor discovered the issue. As a result, patient scheduled for removal on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, additional information indicated that the initial report has incorrect doe as (B)(6) 2018,and the correct date of explantation is (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 2/11/2019, indicated that the right side was not deflated and deflation caused by the surgeon. This report is for the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 12/07/2018, indicated that the deflation was bilaterally and the right side had issue with capsular contracture and seroma. As a result, patient underwent bilateral removal and replacement with mentor smpx 490cc on the right and mentor smpx 440cc on the left. This report is for the left side. (B)(4).